Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The homechoice (hc) cassette was returned and the device analysis was completed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional tests were performed with no issues noted. The cassette ran on a homechoice (hc) machine successfully. Sample evaluation was unable to verify or duplicate the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Ait was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell two of four of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) explained the alarm to the hp and assisted the hp with ending therapy. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.